Event description:
A malfunction was reported on the pump, and there were no notable events that occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, and they assisted the caller with the process. The malfunction did not recur after the pump reset, and the customer was advised to continue using the pump but to call back if any issues reoccur. The customer understood and acknowledged these instructions.